Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that impedance issue and high threshold were observed. Lead remains implanted, as patient does not want further treatment at this time.